Event description:
The customer reported the ventilator alarmed and displayed a blank volume value while in use on a patient. The customer reported there was no patient harm. The customer removed the ventilator from use and performed extended self testing (est) and reported the est failed due to a crossover circuit fault. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the 3 station solenoid as a precaution to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.

Event description:
Per factory request, the manufacturer's service technician replaced the crossover solenoid to address the reported problem of the device failing during pre-operational testing. Factory analysis of the crossover solenoid reported the solenoid failed pressure testing with results below specification. The crossover solenoid was determined to be out of specification.

Manufacturer narrative:
Supplemental report.